Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that the device was being used in a lap donor nephrectomy. Two thirds of the way through the procedure, the device was being cleaned and the blade broke in half. This was in the ray tech (sponge) outside of the patient. The device was set aside and case was completed with a like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # r92f8g. Investigation summary: the device was returned with no apparent damage with the blade tip intact and not broken off as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.